Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The patient had some withdrawal symptoms which was managed by the physician. Trouble shooting performed was the pump was turned to minimum rate and the physician ordered oral medication. The error codes were the motor stall did not recover. The error codes were reviewed and was unable to resume therapy. The date of pump implant was unknown. The pump was replaced (B)(6) 2017. The cause of the motor stall was not determined. The patient¿s weight at the time of the event was unknown. The medical history was not available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The motor stall had not recovered and the patient experienced withdrawal symptoms. A physician had managed the patient with oral medications. The pump was replaced on (B)(6) 2017. The patient was without injury and had recovered without sequela. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving hydromorphone 5 mg/ml; 1.1991 mg/day via an implantable pump. Indication for use was non-malignant pain, complex reg pain syndrome type I and failed back syndrome. The date of the event was (B)(6) 2017. It was reported the device was alarming and had error codes on it. A motor stall was seen at initial interrogation. The patient did not have magnetic resonance imaging (MRI) recently. It was confirmed there were no electromagnetic interference (emi) or magnetic sources present. No symptoms were reported. The reporter planned to follow up with the healthcare provider (hcp). No further complications were reported.